Event description:
It was reported that during the initial implant of this right ventricular (rv) lead noise, oversensing, and high threshold measurements were noted. The physician believed they may have crushed the lead when suturing it down. The rv lead was removed and replaced. It was never in service. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection of the lead noted a cut in the insulation and dried blood and body fluid in the lead body due to the cut. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
This supplemental report is being filed to because the product was returned and analyzed.